Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that about a month prior they turned the device off, but the day of the report they went to turn it on and they received poor communication. They stated they had no issues when they used to programmer to turn the ins off. The circumstances that led to the reported issue were unknown. The patient was sent a new programmer to resolve the issue, it was reviewed what to do if the new programmer did not resolve the issue. No patient symptoms were reported. Additional information was received from the patient. They reported that they had received the replacement programmer, but were still getting the poor communication message. They were redirected to followup with their managing healthcare provider for an ins check.